Event description:
It was reported that during a da vinci-assisted total pancreatomy surgical procedure, the large suturecut needle driver (lsnd) instrument could not be used normally. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue involve limited or imprecise motion or feedbacked instrument rotation is not flexible.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: no obvious damage is shown in the picture.